Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that they had noticed a scratch on the lens periphery. Additional information has been received and it states that during loading process protocol was followed. After lens injected small scratch to the lens noted by the surgeon at 12 o'clock midperiphery, surgery was completed by normal process and the lens remains implanted. Patient was seen again by the surgeon for post op follow up after 3 days, patient's vision are fine.

Manufacturer narrative:
A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Additional information was provided that the lens remained in the patient's eye, as the patient's vision was fine. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).